Manufacturer narrative:
Patient information not available. The stand-alone xrelay and control board were returned to the manufacturer for analysis. They were found to be fully functional with no problem found. After replacing the stand alone control board kit, the system boots up properly. Performed system checkout and the system is working to manufacturing specifications. The system is ready for use. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
It was reported that while during a spinal fusion case, the system booted up properly but the generator, the standalone board and the x-ray solid state relay needed to be replaced. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.